Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lead would not advance into stimulator. The representative reported lead insertion difficulty reported during procedure. Confirm header bore was clear and set screw was backed out of the bore and still was not able to insert lead into ins. The representative reported other header blocker issue. They were having difficulty advancing passed the setscrew. Rotate the ins while inserting the lead did not resolve the issue. Rotating and un-screw the setscrew did not help; the lead into the bore with fingertips; confirm blue tip is fully seated and visible. Tighten with tw and lightly tug on lead the lead did not stay in place. The lead was insert up to 3 times but did not resolve the issue. It was noted that patient has been under anesthesia too long. Physician has decided to use a different neurostimulator. It was noted that with the different neurostimulator used and all impedance has checked out fine. It was noted that neurostimulator would be send back. There was no visible damage with the lead. There was no symptom reported. The issue was resolved at the time of the report. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.